Manufacturer narrative:
It was reported that the unit did not reach maximum volume. A field service engineer (fse) went onsite to evaluate and resolve the reported issue. The fse ran tests and could not confirm the malfunction. A second onsite work order has been processed for a second fse to come onsite and evaluate the reported issue. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit did not reach the maximum volume. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit did not reach maximum volume. A field service engineer (fse) went onsite to evaluate and resolve the reported issue. The fse ran tests and could not confirm the malfunction. A second onsite work order has been processed for a second fse to come onsite and evaluate the reported issue. The investigation is ongoing.